Event description:
It was reported that during a procedure to treat an atrial tachycardia an intellanav stablepoint open-irrigated catheter was selected for use. The non-boston scientific generator used was unable to reach to the desired temperature output and the message "temperature error." Was displayed. After changing the catheter and the stablepoint box everything worked fine. Later the connection box was tested with another catheter and worked without issue. The procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.